Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of abdominal pain and peritonitis, which warranted hospitalization and antibiotic therapy. Per the pdrn, the etiology of the peritonitis is unknown; therefore, no causality can be established. However, it is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Based on the information available, there is no objective evidence or indication the liberty select cycler caused or contributed to the serious adverse events experienced by the patient. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly.

Event description:
It was reported that a peritoneal dialysis (pd) patient contacted technical support for assistance cancelling treatment due to abdominal pain during drain 2 of 4 of treatment. The patient stated that they were going to the hospital. Upon follow-up with the peritoneal dialysis nurse (pdrn), it was reported the patient was evaluated at the outpatient dialysis clinic on (B)(6) 2019 for abdominal pain (specifics not provided) and diagnosed with peritonitis. Peritoneal effluent fluid cultures were positive for enterobacter cloacae complex, and the patient was started on ceftazidime (dose, route, duration and frequency not provided). The patient reportedly did not tolerate the ceftazidime (specifics not provided) and required hospitalization on (B)(6) 2019 for abdominal pain. The patient¿s antibiotic was changed to zosyn (dose, route, duration and frequency not provided) and the patient is currently still recovering. The patient continued to undergo pd therapy while hospitalized utilizing 1.5% and 2.5% delflex. Per the pdrn, the cause of the peritonitis is unknown.